Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation by covidien. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the generator was in use with an unknown rem pad in a case, during which the patient received a first degree burn. It is not clear if the burn was at the pad-site or elsewhere on the patient's body. It was stated that the burn was treated and taken care of by the hospital, but details were not provided. Reportedly, the customer had placed the rem pad incorrectly on the patient's skin, such that it had not made proper contact during the procedure. The generator was checked by an engineer as a safety measure and was found to be working correctly.